Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("my right coil had migrated out of my fallopian tubi and was loose in my abdomen/lower abdominal wall"), pelvic pain ("pain"), uterine perforation ("the right essure device was anterior to the uterus and obviously had perforated (per mr)"), salpingitis ("chronic inflammation") and autoimmune thyroiditis ("hashimotos thyroid disorder") in a 43-year-old female patient who had essure (batch no. 686079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, colonoscopy, loop electrosurgical excision procedure and multiparous. On an unspecified date, went in for imaging and discovered that her right coil had migrated out of her fallopian tubi and was loose in my abdomen. . Concurrent conditions included endometrial polyp (there is a 9 mm hyper echoic lesion identified within the endometrium. This may represent an endometrial polyp.), submucous leiomyoma of uterus (polyp or sub mucosal fibroid is identified within the endometrium.), clotting disorder, lumbo-sacral pain, pain in elbow, sacro-iliac spondylosis, coldness, irritability (irritation around the epicondylar area), hypothyroidism, swelling nos, worn out, fog in front of eyes, lethargic, tiredness and hoarse voice. Concomitant products included colecalciferol (vitamin d3), cortisone, levothyroxine sodium (synthroid), levothyroxine since 2016, thyroid (armour thyroid), thyroid (armour thyroid) since 2012 and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2010, the patient experienced menstrual disorder ("hormonal changes; 2 menstrual cycles after insertion") and menopause ("menopause"). In 2010, the patient experienced dyspareunia ("dyspareunia"). In 2011, the patient experienced alopecia ("hair loss"), rash ("rashes") and skin disorder ("skin condition") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), 1 year 8 months after insertion of essure. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition; depression"). In 2016, the patient experienced gait disturbance ("sometimes would fall when going downstairs") and neuropathy peripheral ("neurological conditions; limited use of right leg, couldn¿t run"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain/abnormal abdominal pain"), back pain ("low back pain") and the first episode of muscle tightness ("muscle tension"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), amenorrhoea ("I no longer got my period/no more periods"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), urticaria ("hives"), the second episode of muscle tightness ("chronic muscle tension"), muscle atrophy ("muscle atrophy"), tendonitis ("tendonitis in arms"), fibromyalgia ("fibromyalgia"), pain in extremity ("arm pain") and complication of device insertion ("doctor said she had a difficult time inserting the coils") and underwent physiotherapy ("physical therapy") and steroid therapy ("steroid injection"). The patient was treated with surgery (both coils rfmoveo along with my fallopian tubes in 2017, laparoscopy, bilateral removal of essure devices, bilateral salpingectomy and salpingectomy; bilateral removal of fallopian tubes, laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, salpingitis, autoimmune thyroiditis, abdominal pain lower, amenorrhoea, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, nausea, depression, rash, skin disorder, weight increased, muscle atrophy, tendonitis, fibromyalgia, menstrual disorder, menopause, pain in extremity, complication of device insertion, physiotherapy and steroid therapy outcome was unknown and the pelvic pain, back pain, headache, gait disturbance, urticaria, the last episode of muscle tightness and neuropathy peripheral had resolved. The reporter considered abdominal pain lower, alopecia, amenorrhoea, autoimmune thyroiditis, back pain, complication of device insertion, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gait disturbance, headache, menopause, menstrual disorder, migraine, muscle atrophy, nausea, neuropathy peripheral, pain in extremity, pelvic pain, physiotherapy, rash, salpingitis, skin disorder, steroid therapy, tendonitis, urticaria, uterine perforation, weight increased, the first episode of muscle tightness and the second episode of muscle tightness to be related to essure. The reporter commented: the seriousness criterion ¿hospitalization (important medical events)¿ was reported, but not specified or assigned to one of the events. There was spasms of the tubal ostia on both sides. 2 coils seen thru both ostia. It took almost 12 minutes for placing both coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Computerised tomogram - on an unknown date: results: right essure device was anterior to the uterus. Hysterosalpingogram - on (B)(6) 2010: results: total tubal occlusion. Nuclear magnetic resonance imaging - on an unknown date: results: central bulging disks around l2 to l5 in lumbar. Pathology test - on (B)(6) 2017: final diagnosis: fallopian tube, right and left excision - histologically unremarkable fallopian rubes - one tube contains a portion of an essure device metallic coils consistent with essure devices- gross examination only. Gross examination: a. The prior fallopian tube has a metallic coiled and the proximal lumen. B. The specimen consists of multiple metallic coils measuring 3.6 x 0.2 x 0.1 cm in aggregate.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : back pain, pelvic pain, fatigue, headache, bloating, tendonitis and auto-immune thyroiditis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2019: quality safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administartion, reference number: mw5071102) on 02-aug-2017. The most recent information was received on 29-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("my right coil had migrated out of my fallopian tubi and was loose in my abdomen/lower abdominal wall"), pelvic pain ("pain"), uterine perforation ("the right essure device was anterior to the uterus and obviously had perforated (per mr)"), salpingitis ("chronic inflammation") and autoimmune thyroiditis ("hashimotos thyroid disorder") in a 43-year-old female patient who had essure (batch no. 686079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, colonoscopy, loop electrosurgical excision procedure and multiparous. Concurrent conditions included endometrial polyp (there is a 9 mm hyper echoic lesion identified within the endometrium. This may represent an endometrial polyp.), submucous leiomyoma of uterus (polyp or sub mucosal fibroid is identified within the endometrium.), clotting disorder, lumbo-sacral pain, pain in elbow, sacro-iliac spondylosis, coldness, irritability (irritation around the epicondylar area), hypothyroidism, swelling nos, worn out, fog in front of eyes, lethargic, tiredness and hoarse voice. Concomitant products included colecalciferol (vitamin d3), cortisone, levothyroxine sodium (synthroid), levothyroxine since 2016, multivitamin, thyroid (armour thyroid) and thyroid (armour thyroid) since 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2010, the patient experienced menstrual disorder ("hormonal changes; 2 menstrual cycles after insertion") and menopause ("menopause"). In 2010, the patient experienced dyspareunia ("dyspareunia"). In 2011, the patient experienced alopecia ("hair loss"), rash ("rashes") and skin disorder ("skin condition") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), 1 year 8 months after insertion of essure. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition; depression"). In 2016, the patient experienced gait disturbance ("sometimes would fall when going downstairs") and neuropathy peripheral ("neurological conditions; limited use of right leg, couldn¿t run"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain/abnormal abdominal pain"), back pain ("low back pain") and the first episode of muscle tightness ("muscle tension"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), amenorrhoea ("I no longer got my period/no more periods"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), urticaria ("hives"), the second episode of muscle tightness ("chronic muscle tension"), muscle atrophy ("muscle atrophy"), tendonitis ("tendonitis in arms"), fibromyalgia ("fibromyalgia"), pain in extremity ("arm pain") and complication of device insertion ("doctor said she had a difficult time inserting the coils") and underwent physiotherapy ("physical therapy") and steroid therapy ("steroid injection"). The patient was treated with surgery (both coils rfmoveo along with my fallopian tubes in 2017, laparoscopy, bilateral removal of essure devices, bilateral salpingectomy and salpingectomy; bilateral removal of fallopian tubes, laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, salpingitis, autoimmune thyroiditis, abdominal pain lower, amenorrhoea, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, nausea, depression, rash, skin disorder, weight increased, muscle atrophy, tendonitis, fibromyalgia, menstrual disorder, menopause, pain in extremity, complication of device insertion, physiotherapy and steroid therapy outcome was unknown and the pelvic pain, back pain, headache, gait disturbance, urticaria, the last episode of muscle tightness and neuropathy peripheral had resolved. The reporter considered abdominal pain lower, alopecia, amenorrhoea, autoimmune thyroiditis, back pain, complication of device insertion, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gait disturbance, headache, menopause, menstrual disorder, migraine, muscle atrophy, nausea, neuropathy peripheral, pain in extremity, pelvic pain, physiotherapy, rash, salpingitis, skin disorder, steroid therapy, tendonitis, urticaria, uterine perforation, weight increased, the first episode of muscle tightness and the second episode of muscle tightness to be related to essure. The reporter commented: the seriousness criterion ¿hospitalization (important medical events)¿ was reported, but not specified or assigned to one of the events. There was spasms of the tubal ostia on both sides. 2 coils seen thru both ostia. It took almost 12 minutes for placing both coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Computerised tomogram - on an unknown date: results: right essure device was anterior to the uterus. Hysterosalpingogram - on (B)(6) 2010: results: total tubal occlusion. Nuclear magnetic resonance imaging - on an unknown date: results: central bulging disks around l2 to l5 in lumbar. On an unspecified date, went in for imaging and discovered that her right coil had migrated out of her fallopian tubi and was loose in my abdomen. On (B)(6) 2017 : surgical pathology report final diagnosis: fallopian tube, right and left excision histologically unremarkable fallopian rubes one tube contains a portion of an essure device metallic coils consistent with essure devices- gross examination only. Gross examination: a. The prior fallopian tube has a metallic coiled and the proximal lumen. B. The specimen consists of multiple metallic coils measuring 3.6 x 0.2 x 0.1 cm in aggregate. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : back pain, pelvic pain, fatigue, headache, bloating, tendonitis and auto-immune thyroiditis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of product technical complaint. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary repor

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("my right coil had migrated out of my fallopian tubi and was loose in my abdomen/lower abdominal wall"), pelvic pain ("pain"), uterine perforation ("the right essure device was anterior to the uterus and obviously had perforated (per mr)"), salpingitis ("chronic inflammation") and autoimmune thyroiditis ("hashimotos thyroid disorder") in a 43-year-old female patient who had essure (batch no. 686079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia, colonoscopy, loop electrosurgical excision procedure and multiparous. Concurrent conditions included endometrial polyp (there is a 9 mm hyper echoic lesion identified within the endometrium. This may represent an endometrial polyp.), uterine fibroid (polyp or sub mucosal fibroid is identified within the endometrium.), clotting disorder, lumbo-sacral pain, pain in elbow, sacro-iliac spondylosis, coldness, irritability (irritation around the epicondylar area), hypothyroidism, swelling, worn out, fog in front of eyes, lethargic, tiredness and hoarse voice. Concomitant products included colecalciferol (vitamin d3), cortisone, levothyroxine sodium (synthroid), levothyroxine since 2016, multivitamin, thyroid (armour thyroid) and thyroid (armour thyroid) since 2012. On 11-feb-2010, the patient had essure inserted. In february 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In may 2010, the patient experienced menstrual disorder ("hormonal changes; 2 menstrual cycles after insertion") and menopause ("menopause"). In 2010, the patient experienced dyspareunia ("dyspareunia"). In 2011, the patient experienced alopecia ("hair loss"), rash ("rashes"), skin disorder ("skin condition") and weight increased ("weight gain"). In october 2011, the patient experienced fatigue ("fatigue"). On 31-oct-2011, 1 year 8 months after insertion of essure, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In november 2011, the patient experienced depression ("psychological or psychiatric condition; depression"). In 2016, the patient experienced gait disturbance ("sometimes would fall when going downstairs") and limb discomfort ("neurological conditions; limited use of right leg, couldn¿t run"). On 17-jul-2017, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain/abnormal abdominal pain"), back pain ("low back pain") and the first episode of muscle tightness ("muscle tension"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), amenorrhoea ("I no longer got my period/no more periods"), migraine ("migraine"), headache ("headache"), nausea ("nausea "), urticaria ("hives"), the second episode of muscle tightness ("chronic muscle tension"), muscle atrophy ("muscle atrophy"), tendonitis ("tendonitis in arms"), fibromyalgia ("fibromyalgia"), pain in extremity ("arm pain"), complication of device insertion ("doctor said she had a difficult time inserting the coils"), physiotherapy ("physical therapy") and steroid therapy ("steroid injection"). The patient was treated with surgery (both coils rfmoveo along with my fallopian tubes in 2017), surgery (salpingectomy; bilateral removal of fallopian tubes, laparoscopy) and surgery (laparoscopy, bilateral removal of essure devices, bilateral salpingectomy). Essure was removed on 17-jul-2017. At the time of the report, the device dislocation, uterine perforation, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, nausea, depression, rash, skin disorder, weight increased, muscle atrophy, tendonitis, fibromyalgia, menstrual disorder, menopause, pain in extremity, complication of device insertion, physiotherapy and steroid therapy outcome was unknown and the pelvic pain, back pain, headache, gait disturbance, urticaria, the last episode of muscle tightness and limb discomfort had resolved. The reporter considered abdominal pain lower, alopecia, amenorrhoea, autoimmune thyroiditis, back pain, complication of device insertion, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gait disturbance, headache, limb discomfort, menopause, menstrual disorder, migraine, muscle atrophy, nausea, pain in extremity, pelvic pain, physiotherapy, rash, salpingitis, skin disorder, steroid therapy, tendonitis, urticaria, uterine perforation, weight increased, the first episode of muscle tightness and the second episode of muscle tightness to be related to essure. The reporter commented: the seriousness criterion ¿hospitalization (important medical events)¿ was reported, but not specified or assigned to one of the events. There was spasms of the tubal ostia on both sides. 2 coils seen thru both ostia. It took almost 12 minutes for placing both coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Computerised tomogram - on an unknown date: right essure device was anterior to the uterus hysterosalpingogram - on 17-may-2010: total tubal occlusion nuclear magnetic resonance imaging - on an unknown date: central bulging disks around l2 to l5 in lumbar on an unspecified date, went in for imaging and discovered that her right coil had migrated out of her fallopian tubi and was loose in my abdomen. * on 17jul2017 : surgical pathology report final diagnosis: fallopian tube, right and left excision - histologically unremarkable fallopian rubes - one tube contains a portion of an essure device metallic coils consistent with essure devices- gross examination only. Gross examination: a. The prior fallopian tube has a metallic coiled and the proximal lumen. B. The specimen consists of multiple metallic coils measuring 3.6 x 0.2 x 0.1 cm in aggregate. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : back pain, pelvic pain, fatigue, headache, bloating, tendonitis, auto-immune thyroiditis. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs and mr received : lot. No. Added. New events, ¿uterine perforation, abdominal pain lower, back pain, muscle tightness, amenorrhea, dysmenorrhea, dyspareunia, fatigue, alopecia, migraine, headache, nausea, gait disturbance, depression, rash, skin disorder, urticarial, weight increased, muscle atrophy, limb discomfort, tendonitis, fibromyalgia, menstrual disorder, menopause, abdominal distension, doctor said she had a difficult time inserting the coils were added. Outcome for events, ¿bloating, lower back pain, chronic muscle tension, headaches, hives, leg movement¿ were updated from unknown to ¿recovered/resolved¿. Reporter information was added. Patient¿s demographics were added. Concomitant conditions and medications were added. Historical conditions were added. Lab data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administartion, reference number: mw5071102) on 02-aug-2017. The most recent information was received on 12-nov-2019 quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my right coil had migrated out of my fallopian tubi and was loose in my abdomen/lower abdominal wall/migration of essure device: omentum / coils had migrated.'), fallopian tube perforation ('perforation (fallopian tube(s))'), pelvic pain ('pain pelvic pain'), uterine perforation ('the right essure device was anterior to the uterus and obviously had perforated(per mr)/coil appears to be behind her uterus/migrated coil was found embeded in fatty tissue'), salpingitis ('chronic inflammation'), hashimoto's thyroiditis ('hashimotos thyroid disorder'), hashimoto's disease ('hashimoto's disease') and syncope ('fainted') in a 43-year-old female patient who had essure (batch no. 686079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, colonoscopy, loop electrosurgical excision procedure and multiparous. On an unspecified date, went in for imaging and discovered that her right coil had migrated out of her fallopian tubi and was loose in my abdomen.got her lab test done and found tsh sensitive (2.36), t3 free (2.8), t4 free (.07). Concurrent conditions included endometrial polyp (there is a 9 mm hyper echoic lesion identified within the endometrium. This may represent an endometrial polyp.), submucous leiomyoma of uterus (polyp or sub mucosal fibroid is identified within the endometrium.), clotting disorder, lumbo-sacral pain, pain in elbow, sacro-iliac spondylosis, coldness, irritability (irritation around the epicondylar area), hypothyroidism, swelling nos, worn out, fog in front of eyes, lethargic, tiredness and hoarse voice. Concomitant products included colecalciferol (vitamin d3) since 2014, cortisone, epinephrine bitartrate (adrenotone) since 2018, levothyroxine sodium (synthroid), levothyroxine since 2016, thyroid (armour thyroid), thyroid (armour thyroid) since 2012 and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain ("low back pain/ back pain"), 7 years 5 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), nausea ("nausea"), gait disturbance ("sometimes would fall when going downstairs"), the first episode of muscle tightness ("muscle tension"), muscle atrophy ("muscle atrophy"), neuropathy peripheral ("neurological conditions; limited use of right leg, couldn¿t run"), tendonitis ("tendonitis in arms"), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2010, the patient experienced amenorrhoea ("I no longer got my period/no more periods"), menstrual disorder ("hormonal changes; 2 menstrual cycles after insertion") and menopause ("menopause"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced rash ("rashes") and skin disorder ("skin condition"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced hashimoto's thyroiditis (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition; depression"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and urticaria ("hives") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain/abnormal abdominal pain/cramping") and the second episode of muscle tightness ("chronic muscle tension/chronic muscle tension that's settled in her low back and psoas muscle"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), headache ("headache"), pain in extremity ("arm pain"), complication of device insertion ("doctor said she had a difficult time inserting the coils"), postmenopausal haemorrhage ("I went into menopause after 2 cycles"), hypotension ("low bp"), arthralgia ("joint pain/elbows pain"), myalgia ("muscle pain"), hypothyroidism ("hypothyroidism"), ear pain ("ear pain radiating to neck"), temporomandibular joint syndrome ("tmj"), hashimoto's disease (seriousness criterion medically significant), movement disorder ("limited movement when bending over"), muscle spasms ("tight psoas"), insomnia ("can't fall asleep intil 1-2a"), malaise ("sick"), lymphadenopathy ("swollen glands"), oropharyngeal pain ("sore throat"), dizziness ("3 episodes of dizziness"), syncope (seriousness criterion medically significant) and cough ("pain when sneezing or coughing") and underwent physiotherapy ("physical therapy") and steroid therapy ("steroid injection"). The patient was treated with surgery (both coils rfmoveo along with my fallopian tubes in 2017, laparoscopy, bilateral removal of essure devices, bilateral salpingectomy and salpingectomy; bilateral removal of fallopian tubes, laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, salpingitis, hashimoto's thyroiditis, abdominal pain lower, the last episode of muscle tightness, amenorrhoea, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, nausea, depression, rash, skin disorder, weight increased, muscle atrophy, tendonitis, fibromyalgia, menstrual disorder, menopause, pain in extremity, complication of device insertion, physiotherapy, steroid therapy, vaginal haemorrhage, menorrhagia, abdominal distension, postmenopausal haemorrhage, hypotension, arthralgia, myalgia, hypothyroidism, ear pain, temporomandibular joint syndrome, hashimoto's disease, movement disorder, muscle spasms, insomnia, malaise, lymphadenopathy, oropharyngeal pain, dizziness, syncope and cough outcome was unknown and the pelvic pain, back pain, headache, gait disturbance, urticaria and neuropathy peripheral had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, amenorrhoea, arthralgia, back pain, complication of device insertion, cough, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, ear pain, fallopian tube perforation, fatigue, fibromyalgia, gait disturbance, hashimoto's thyroiditis, headache, hypotension, hypothyroidism, insomnia, lymphadenopathy, malaise, menopause, menorrhagia, menstrual disorder, migraine, movement disorder, muscle atrophy, muscle spasms, myalgia, nausea, neuropathy peripheral, oropharyngeal pain, pain in extremity, pelvic pain, physiotherapy, postmenopausal haemorrhage, rash, salpingitis, skin disorder, steroid therapy, syncope, temporomandibular joint syndrome, tendonitis, urticaria, uterine perforation, vaginal haemorrhage, weight increased, the first episode of muscle tightness, hashimoto's disease and the second episode of muscle tightness to be related to essure. The reporter commented: the seriousness criterion ¿hospitalization (important medical events)¿ was reported, but not specified or assigned to one of the events. There was spasms of the tubal ostia on both sides. 2 coils seen thru both ostia. It took almost 12 minutes for placing both coils. Plaintiff reported that she do think her right coil has broke apart diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Computerised tomogram - on an unknown date: results: right essure device was anterior to the uterus. Hysterosalpingogram - on (B)(6) 2010: results: total tubal occlusion; on (B)(6) 2017: results: total bilateral occlusion. Migration of essure device.. Magnetic resonance imaging - on an unknown date: results: central bulging disks around l2 to l5 in lumbar. Pathology test - on (B)(6) 2017: final diagnosis: fallopian tube, right and left excision - histologically unremarkable fallopian rubes - one tube contains a portion of an essure device metallic coils consistent with essure devices- gross examination only. Gross examination: a. The prior fallopian tube has a metallic coiled and the proximal lumen. B. The specimen consists of multiple metallic coils measuring 3.6 x 0.2 x 0.1 cm in aggregate. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : back pain, pelvic pain, fatigue, headache, bloating, tendonitis and auto-immune thyroiditis. Concerning the injuries reported in this case, the following ones were reported via social media: cough, syncope, dizziness, oropharyngeal pain, lymphadenopathy, malaise, insomnia, muscle spasms, movement disorder, autoimmune thyroiditis, temporomandibular joint syndrome, ear pain, hypothyroidism, myalgia, arthralgia, hypotension. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received. Reporter information added. Events: low bp, joint pain, muscle pain, hypothyroidism, temporomandibular joint dysfunction, ear pain radiating to neck, hashimoto's disease, limited movement when bending over, tight psoas, can't fall asleep until 1-2a, sick, swollen glands, sore throat, 3 episodes of dizziness, fainted, pain when sneezing or coughing added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my right coil had migrated out of my fallopian tubi and was loose in my abdomen/lower abdominal wall/migration of essure device: omentum / coils had migrated.'), fallopian tube perforation ('perforation (fallopian tube(s))'), pelvic pain ('pain pelvic pain'), uterine perforation ('the right essure device was anterior to the uterus and obviously had perforated(per mr)/coil appears to be behind her uterus/migrated coil was found embedded in fatty tissue'), salpingitis ('chronic inflammation'), hashimoto's thyroiditis ('hashimotos thyroid disorder'), hashimoto's disease ('hashimoto's disease') and syncope ('fainted') in a 43-year-old female patient who had essure (batch no. 686079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, colonoscopy, loop electrosurgical excision procedure and multiparous. On an unspecified date, went in for imaging and discovered that her right coil had migrated out of her fallopian tubi and was loose in my abdomen.got her lab test done and found tsh sensitive (2.36), t3 free (2.8), t4 free (.07). Concurrent conditions included endometrial polyp (there is a 9 mm hyper echoic lesion identified within the endometrium. This may represent an endometrial polyp.), submucous leiomyoma of uterus (polyp or sub mucosal fibroid is identified within the endometrium.), clotting disorder, lumbo-sacral pain, pain in elbow, sacro-iliac spondylosis, coldness, irritability (irritation around the epicondylar area), hypothyroidism, swelling nos, worn out, fog in front of eyes, lethargic, tiredness and hoarse voice. Concomitant products included cholecalciferol (vitamin d3) since 2014, cortisone, epinephrine bitartrate (adrenotone) since 2018, levothyroxine sodium (synthroid), levothyroxine since 2016, thyroid (armour thyroid), thyroid (armour thyroid) since 2012 and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain ("low back pain/ back pain"), 7 years 5 months after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), nausea ("nausea"), gait disturbance ("sometimes would fall when going downstairs"), muscle atrophy ("muscle atrophy"), neuropathy peripheral ("neurological conditions; limited use of right leg, couldn¿t run"), tendonitis ("tendonitis in arms"), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2010, the patient experienced amenorrhoea ("I no longer got my period/no more periods"), menstrual disorder ("hormonal changes; 2 menstrual cycles after insertion") and menopause ("menopause"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced rash ("rashes") and skin disorder ("skin condition"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced hashimoto's thyroiditis (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition; depression"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and urticaria ("hives") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain/abnormal abdominal pain/cramping") and muscle tightness ("chronic muscle tension/chronic muscle tension that's settled in her low back and psoas muscle/muscle tension/tight psoas"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), headache ("headache"), pain in extremity ("arm pain"), complication of device insertion ("doctor said she had a difficult time inserting the coils"), postmenopausal haemorrhage ("I went into menopause after 2 cycles"), hypotension ("low bp"), arthralgia ("joint pain/elbows pain"), myalgia ("muscle pain"), hypothyroidism ("hypothyroidism"), ear pain ("ear pain radiating to neck"), temporomandibular joint syndrome ("tmj"), hashimoto's disease (seriousness criterion medically significant), mobility decreased ("limited movement when bending over"), initial insomnia ("can't fall asleep until 1-2a"), malaise ("sick"), lymphadenopathy ("swollen glands"), oropharyngeal pain ("sore throat"), dizziness ("3 episodes of dizziness"), syncope (seriousness criterion medically significant) and cough ("pain when sneezing or coughing") and underwent physiotherapy ("physical therapy") and steroid therapy ("steroid injection"). The patient was treated with surgery (both coils rfmoveo along with my fallopian tubes in 2017, laparoscopy, bilateral removal of essure devices, bilateral salpingectomy and salpingectomy; bilateral removal of fallopian tubes, laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, salpingitis, hashimoto's thyroiditis, abdominal pain lower, muscle tightness, amenorrhoea, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, nausea, depression, rash, skin disorder, weight increased, muscle atrophy, tendonitis, fibromyalgia, menstrual disorder, menopause, pain in extremity, complication of device insertion, physiotherapy, steroid therapy, vaginal haemorrhage, menorrhagia, abdominal distension, postmenopausal haemorrhage, hypotension, arthralgia, myalgia, hypothyroidism, ear pain, temporomandibular joint syndrome, hashimoto's disease, mobility decreased, initial insomnia, malaise, lymphadenopathy, oropharyngeal pain, dizziness, syncope and cough outcome was unknown and the pelvic pain, back pain, headache, gait disturbance, urticaria and neuropathy peripheral had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, amenorrhoea, arthralgia, back pain, complication of device insertion, cough, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, ear pain, fallopian tube perforation, fatigue, fibromyalgia, gait disturbance, hashimoto's thyroiditis, headache, hypotension, hypothyroidism, initial insomnia, lymphadenopathy, malaise, menopause, menorrhagia, menstrual disorder, migraine, mobility decreased, muscle atrophy, muscle tightness, myalgia, nausea, neuropathy peripheral, oropharyngeal pain, pain in extremity, pelvic pain, physiotherapy, postmenopausal haemorrhage, rash, salpingitis, skin disorder, steroid therapy, syncope, temporomandibular joint syndrome, tendonitis, urticaria, uterine perforation, vaginal haemorrhage, weight increased and hashimoto's disease to be related to essure. The reporter commented: the seriousness criterion ¿hospitalization (important medical events)¿ was reported, but not specified or assigned to one of the events. There was spasms of the tubal ostia on both sides. 2 coils seen thru both ostia. It took almost 12 minutes for placing both coils. Plaintiff reported that she do think her right coil has broke apart diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Computerised tomogram - on an unknown date: results: right essure device was anterior to the uterus. Hysterosalpingogram - on (B)(6) 2010: results: total tubal occlusion; on (B)(6) 2017: results: total bilateral occlusion. Migration of essure device.. Magnetic resonance imaging - on an unknown date: results: central bulging disks around l2 to l5 in lumbar. Pathology test - on (B)(6) 2017: final diagnosis: fallopian tube, right and left excision histologically unremarkable fallopian tubes. One tube contains a portion of an essure device. Metallic coils consistent with essure devices- gross examination only. Gross examination: a. The prior fallopian tube has a metallic coiled and the proximal lumen. B. The specimen consists of multiple metallic coils measuring 3.6 x 0.2 x 0.1 cm in aggregate. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : back pain, pelvic pain, fatigue, headache, bloating, tendonitis and auto-immune thyroiditis. Concerning the injuries reported in this case, the following ones were reported via social media: cough, syncope, dizziness, oropharyngeal pain, lymphadenopathy, malaise, insomnia, muscle spasms, movement disorder, autoimmune thyroiditis, temporomandibular joint syndrome, ear pain, hypothyroidism, myalgia, arthralgia, hypotension. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query. Event: rep:tight psoas with pt: muscle spasm was deleted and was clubbed with chronic muscle tension/chronic muscle tension that's settled in her low back and psoas muscle. Additional event of muscle tension/tight psoas deleted. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('do you think this happened after your hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and flatulence outcome was unknown. The reporter considered flatulence and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media report : hysterectomy, gas pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: with follow up received this case was detected to be a duplicate to record# (B)(4) which will be deleted after all information was transferred to this retained case # (B)(4). New: new social media reporter added. New event: flatulence (gas pain) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("my right coil had migrated out of my fallopian tubi and wasloose in my abdomen."), pelvic pain ("pain"), salpingitis ("chronic inflammation") and autoimmune thyroiditis ("hashimotos thyroid disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d3), multivitamin and thyroid (armour thyroid). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2017, 7 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain/abnormal abdominal pain"), back pain ("low back pain") and muscle tightness ("muscle tension"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and amenorrhoea ("I no longer got my period"). The patient was treated with surgery (both coils rfmoveo along with my fallopian tubes in 2017) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, autoimmune thyroiditis, back pain, device dislocation, muscle tightness, pelvic pain and salpingitis to be related to essure. The reporter commented: the seriousness criterion ¿hospitalization (important medical events)¿ was reported, but not specified or assigned to one of the events. Diagnostic results: on an unspecified date, went in for imaging and discovered that her right coil had migrated out of her fallopian tubi and was loose in my abdomen. Most recent follow-up information incorporated above includes: on 15-feb-2018: event pelvic pain added and case classification updated to potential legal case. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5071102) on 02-aug-2017. The most recent information was received on 02-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("my right coil had migrated out of my fallopian tubi and was loose in my abdomen."), salpingitis ("chronic inflammation") and autoimmune thyroiditis ("hashimotos thyroid disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included cholecalciferol (vitamin d3), multivitamin and thyroid (armour thyroid). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2017, 7 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain/abnormal abdominal pain"), back pain ("low back pain") and muscle tightness ("muscle tension"). On an unknown date, the patient experienced amenorrhoea ("I no longer got my period"). The patient was treated with surgery (both coils removed along with my fallopian tubes in 2017). Essure was removed on (B)(6) 2017. The reporter considered abdominal pain lower, amenorrhoea, autoimmune thyroiditis, back pain, device dislocation, muscle tightness and salpingitis to be related to essure. The reporter commented: the seriousness criterion "hospitalization (important medical events)" was reported, but not specified or assigned to one of the events. Diagnostic results: on an unspecified date, went in for imaging and discovered that her right coil had migrated out of her fallopian tubi and was loose in my abdomen. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.